Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The central processing unit was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the unit alarmed for a system reset error. There was no report of patient involvement.